Event description:
According to the available information, the patient is having discomfort and feels like the size of the torosa implant is not a match for his anatomy. The patient wants a larger size and says the current implant feels like a golf ball. The implanting urologist claims it looks normal, but the patient received a second opinion, and that urologist said it seemed like the wrong size.

Manufacturer narrative:
B3, d6a: estimated date. The device was implanted in 2020. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device remains implanted. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the patient's observations. The IFU indicates any surgeon implanting testicular prostheses should be familiar with the currently available techniques for measuring the patient, determining the implant size, and performing the surgery. Coloplast currently has 4 available sizes: extra small, small, medium, and large to meet patient needs. The torosa sizing was validated during the design process during a validation survey. The survey was given to a sampling of doctors who confirmed the testicular sizes provided are acceptable for patients ages 3- to 90-year-olds. Refer to (B)(4) for further details. There are no FDA requirements for coloplast to provide implant cards nor patient information leaflets for torosa. There are no FDA regulations that require coloplast to provide samples. However, coloplast does provide samples to our associated healthcare providers when requested (not directly to patients as coloplast torosa product is not directly sold to patients). The healthcare providers are then responsible for using those samples to allow patients to interact with the product in their offices. Healthcare providers may request samples from their local coloplast territory managers. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the patient feels the implant appears to be significantly smaller than what would be appropriate for an average adult male anatomy. This has caused physical discomfort and the patient believes this is due to the small size of the implant.

Manufacturer narrative:
B3, d6a: estimated date. The device was implanted in 2020. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device remains implanted. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient feels the implant appears to be significantly smaller than what would be appropriate for an average adult male anatomy. This has caused physical discomfort and the patient believes this is due to the small size of the implant.